Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following an ablation procedure, post-operative bleeding from the right femoral vein was noted during routine groin checks. Manual pressure was initially applied but was ineffective due to coughing movement. A femoral compression system (fcs) was then applied and inflated to 90 mmhg to control the bleeding. The consultant reviewed the patient, advised continuation of the fcs, and recommended regular groin checks. The pressure was subsequently reduced to 60 mmhg, and no further bleeding occurred upon removal of the fcs. The patient was discharged the next day as planned. It was then reported that the patient experienced an episode of dizziness and visual disturbance when moving from sitting to standing one day after the procedure, which was deemed postural hypotension secondary to dehydration. The patient did not report nausea or pain, and vital signs were stable (bp 118/57). Intravenous fluids were administered to improve hydration. The patient was later reviewed the same day and was able to mobilize without limitations. It was also reported that during a pre-assessment follow-up telephone call, the patient had ongoing pain, which was being managed with acetaminophen. All events resolved. No further patient complications have been reported as a result of this event.